Manufacturer narrative:
Device history record review was performed and showed that these lots of products met all requirements per the applicable . This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a powerflex p3 balloon catheter fractured off and had to be snared out of the patient. This added 20 minutes to the procedure. The device will be returned for analysis.

Manufacturer narrative:
A powerflex p3 balloon catheter fractured off and had to be snared out of the patient. This added 20 minutes to the procedure. Additional information was received that the balloon burst while inflated in the vessel. When withdrawing out of the sheath in the patient¿s arm, the tip of the balloon broke off. The tip of the balloon broke off when removing through the sheath. The procedure was finished without any other complications and the patient was discharged with no issues. The access site was the left arm. A 7f sheath and a 180cm guide wire were used in the procedure. The intended procedure was an angioplasty in the mid-arm cephalic vein. The lesion was not calcified and had 60% stenosis. It was also aneurysmal. The packaging all looked normal with no defects and there were no anomalies noted during prep. The device was inserted through the sheath. It was not caught in the lesion or in a deployed stent. The device was not returned for analysis. A device history record (DHR) review of lot 17424790 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 60% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The correct alert date of the previous report is 6/30/16. The previous report should have also indicated that procedural films are available.

Manufacturer narrative:
(B)(4). The access site was the left arm. A 7f boston scientific super sheath and a boston scientific bentson wire 180cm were used in the procedure. The intended procedure was an angioplasty in the mid- arm cephalic vein. The lesion was not calcified and had 60% stenosis. It was also aneurysmal. The packaging all looked normal with no defects and there were no anomalies noted during prep. The device was inserted through the sheath. It was not caught in the lesion or in a deployed stent. The balloon burst while inflated in the vessel. When withdrawing out of the sheath in the patient¿s arm, the tip of the balloon broke off. The tip of the balloon broke off when removing through the sheath. The procedure was finished without any other complications and the patient was discharged with no issues. Additional information is pending and will be submitted within 30 days upon receipt.